Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Dob (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer (B)(4) will continue to monitor for trends.

Event description:
It was reported that patient experienced subluxation and spontaneous reduction multiple times post-implantation. Subsequently, a closed reduction was performed 7 days post-implantation due to dislocation. There have been no additional patient consequences reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patients left hip was revised 15 days post-implantation due to dislocation and subluxation.